Event description:
It was reported that the patient presented to the hospital after receiving several inappropriate shocks. The patient was transferred to another hospital and diagnostic imaging showed the lead had dislodged. Multiple episodes of therapy had been delivered and low battery voltage was noted. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.